Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that patient "had to undergo an additional surgery due to the failure of the device", however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of right inguinal hernia. A bard/davol 4x6 inch 3dmax mesh was implanted with reference number 0115321 and lot number huwj2063. On (B)(6) 2017: the patient had to undergo an additional surgery due to the failure of the device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that patient "had to undergo an additional surgery due to the failure of the device", however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, fibrosis, and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of right inguinal hernia. A bard/davol 4x6 inch 3dmax mesh was implanted with reference number 0115321 and lot number huwj2063. (B)(6) 2017: the patient had to undergo an additional surgery due to the failure of the device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿there was a direct inguinal hernia on the right that reduces easily. A 3dmax mesh was passed in intra abdominally and oriented over the right inguinal floor with tacks." (B)(6) 2013 to (B)(6) 2017 - patient had multiple hospital visits for groin pain and diagnosed with bilateral inguinal hernia. (B)(6) 2017 - patient underwent robotic assisted laparoscopic bilateral inguinal hernia repair. Per operative notes, ¿there was scarring of the right inguinal area. The mesh was noted to be incorporated into the transversalis fascia covering the posterior inguinal canal which caused fibrosis. Removed the tacks. The cut was made through the mesh to identify the internal ring. The fat was reduced and resected. Used suture to narrow the internal ring and reapproximated the mesh where it was cut.¿ attorney alleges that the patient had infection, mesh shrinkage, hernia recurrence, pain and emotional injuries.